Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed 13mm from the distal end of the middle sheath. There is buckling 3mm and 4.5mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The lock is still in the manufactured position on the rack. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that premature stent deployment occurred. A 7x40x120 epic stent was advanced for treatment. However, during procedure, it was visualized by radioscopy the spontaneuos release of the stent. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that premature stent deployment occurred. A 7x40x120 epic stent was advanced for treatment. However, during procedure, it was visualized by radioscopy the spontaneous release of the stent. The procedure was completed with a different device. No patient complications were reported.